Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to fluid loss, the cylinder was shredded. All components were removed and replaced. There were no patient complications.